Event description:
It was reported that the patient went to the emergency room with complaint of chest pain, and a heart rate measured in the thirties. A non-capture condition was observed on the right ventricular (rv) channel. Reprogramming was done to increase rv lead output, and to obtain capture. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2015. (B)(4).